Event description:
It was that the zeta stent deployed in the shape of a dog bone. Another co's balloon catheter was used for post dilatation, but the stent did not expand completely. The balloon catheter was deflated and upon removal it because stuck with the stent. While removing the balloon catheter the device separated at the guide wire exit notch. The pt was sent to surgery and the separated balloon catheter and the stent implant were removed from the pt.